Manufacturer narrative:
No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the site had difficulty registering the patient using trace. They had a hard time getting the registration below 5.0mm. After several attempts a 4.5mm metric was achieved but appeared several mm inaccurate when checking anatomical landmarks in the head. Exterior landmarks appeared accurate. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no known impact or consequence to patient. No additional information was provided.